Manufacturer narrative:
A field service engineer (fse) went on-site and performed service on the instrument. Fse found the waste sump leaking. Fse cleaned waste bucket and liquid trap, replaced check valves. Fse found crack on waste lid sump and replaced waste sump canister.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that yellow fluid was leaking beneath the synchron cx9 alx clinical system. Bci cts (customer technical support) had the customer open the hydropneumatic door to further determine the source of the leak. The customer stated fluid leakage was toward the front of the instrument but could not see any fluid in the hydro area. There were no error messages and qc was fine. No injury was reported and no erroneous results were generated.